Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot meh482, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information regarding the specific quantity. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, several strands broke at the low level during suturing. There were no adverse patient consequences. Another device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/08/2020. Additional h3 investigation summary: it was received for analysis an opened box with unopened samples of product code f24012h, lot meh482. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements.